Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Event description:
After use of the device for a cardiopulmonary bypass procedure, the user reported scrap pieces of metal came from the fixed parts (display mounting bracket assembly). The unit was changed out after the case. There were no reported adverse consequences to the pt.